Manufacturer narrative:
The subject device was returned to the olympus service center. The service inspection could not confirm/duplicate the blank screen and b30 error. No issues were found. The device was last serviced via repair in (B)(6) 2019 for a similar communication error with both 180 and 190 scopes due to defective patient board set and worn out locking latch on the scope connector socket. The investigation is ongoing. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
The olympus (tac) technical support engineer was informed via service inquiry that the customer was getting a b30 (scope communication) error with blank screen during preparation for use using the evis exera iii video system center trying several scopes. The product will be returned for service/repair. No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the b30 error could not be identified, nor could the phenomenon be confirmed/reproduced. However, it¿s possible the cause is related to the temporary adhesion of dust, water stains, and debris to the electrical contact of the connector of the scope and the device, resulting in a communication failure. Olympus will continue to monitor field performance for this device.